Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion was located in the heavily calcified proximal/mid left anterior descending artery. The balance middleweight (bmw) elite guide wire was advanced towards the lesion inside a non-abbott microcatheter; however, during advancement, the devices stuck together. The microcatheter and the bmw elite guide wire were retracted together as a single unit. After retraction of the devices the tip of the microcatheter was observed to be damaged. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.